Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for five days for high blood glucose levels (300 mg/dl). Customer was treated with supplemental insulin doses while in the hospital.